Event description:
Reporter alleged the customer obtained a result of 106 mg/dl on the aviva system at 8:00 am, he was sweating, and yelling that he was dying. Reporter stated that she called the emts, they obtained a result of 40 mg/dl on their system at 8:05 am and treated the customer with glucose via an IV, applesauce, cheese, and crackers. The customer also alleged that on another day, he obtained a reading of 120 mg/dl on the aviva system and passing out. The customer stated that his wife called the ems and they arrived about 20-30 minutes after he obtained the reading. Reporter stated that the ems obtained a result of 40 mg/dl on their system and treated the customer with glucose. The customer stated that he had taken his normal dosage of metformin and 80 units of lantus about 1-2 hours prior to his wife calling the ems. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address femoral loosening.